Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: the monitor (B)(4) and electrode belt (B)(4) have not yet been recovered from the event. A review of device download data does not suggest any device malfunction contributing to the treatment event. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was a heart rate above the prescribed rate threshold. The rapid rate satisfied the detection algorithm's rate detector. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event. Rapid atrial fibrillation contributed to the false detection. The patient was conscious but did not press the response buttons prior to the treatment. The patient went to the hospital for further evaluation.